Manufacturer narrative:
G4: 22apr2020. B4: 23apr2020. The field service engineer (fse) was not able to duplicate the issue described by the customer. The fse noticed that the air inlet filter and cooling fan filter were very dirty, which could be causing the ventilator to have a blower high temperature alarm. The fse replaced these filters and these resolved the issue. The unit was return back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b(6) 2020. Date of report: 16apr2020.

Event description:
Field service representative reported blower high temperature. There was no patient or user harm reported.